Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009 for the treatment of a bladder prolapsed. The patient experienced pain, dyspareunia, urinary retention, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat a cystocele. It was reported that following insertion the patient experienced pain, bowel problems, dyspareunia, and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected information: the actual device lot number associated with this event is not known. There are two possible lot numbers, 3289072 and 329606, that can be associated with this event. In addition, a review of the lot manufacturing records for the possible lot numbers was conducted and the lots met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 in order to treat uterine prolapse, cystocele, rectocele and stress incontinence and sling x 2 and mesh was implanted. It was reported that the patient underwent the concurrent procedures of a vaginal hysterectomy, anterior colporrhaphy, and cystoscopy during mesh implantation. The patient experienced pain, dyspareunia, urinary retention, bowel problems, vaginal scarring, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. This is one of three medwatches being submitted. See also medwatch 2210968-2013-10004 and 2210968-2013-10003. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 01/18/2017.

Manufacturer narrative:
It was reported that the patient experienced pain, bowel problems, dyspareunia, vaginal scarring, and other. (B)(4).